Manufacturer narrative:
Batch review performed on 26 february 2020: lot 175239: (B)(4) items manufactured and released on 30-nov-2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to laxity in the knee. The cause of the laxity is unknown. 1 year and 2 months after primary surgery the surgeon revised the medacta sphere insert flex left 12mm s3 with a medacta sphere insert flex left 17mm s3. The surgery was completed successfully.